Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic ') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), anaemia ("anemia,") and psychological trauma ("psych injury"). The patient was treated with surgery (hyst. (Full). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and anaemia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: as per summons date of insertion: (B)(6) 2016 (discrepancy noted) she received treatment for anemia, gen. Abnorm. Bleed, psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2017: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events anemia, gen. Abnorm. Bleed, abdominal pain, psych injury added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in a 39-year-old female patient who had essure (batch no. E66863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concomitant products included ergocalciferol (vitamin d2) from (B)(6) 2016 to (B)(6) 2017, hydroxyzine from (B)(6) 2016 to (B)(6) 2017, levonorgestrel (mirena) from (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2017, megestrol acetate (megace) since (B)(6) 2015 and meloxicam from (B)(6) 2016 to (B)(6) 2017. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and anaemia ("anemia,"). The patient was treated with iron, naproxen (motrin), nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anaemia, vaginal haemorrhage and menorrhagia had resolved and the depression, migraine, dysmenorrhoea, fatigue and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per summons date of insertion: (B)(6) 2016 (discrepancy noted) she received treatment for anemia, gen. Abnorm. Bleed., psych injury, insertion details- right:2 coils, left: 4coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding, dysmenorrhea, anemia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: reporters were added. Lot no. Was added. Patient's demographic was added. New events- abnormal bleeding (vaginal, menorrhagia), mental anguish, dysmenorrhea, fatigue, migraines / headaches, were added & one event was updated from psych injury to depression. Concomitant & treatment drugs were added. Concomitant conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('gen. Abnorm. Bleed') in a 39-year-old female patient who had essure (batch no. E66863) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia. Concomitant products included ergocalciferol (vitamin d2) from (B)(6) 2016 to (B)(6) 2017, hydroxyzine from (B)(6) 2016 to (B)(6) 2017, levonorgestrel (mirena) from (B)(6) 2017, medroxyprogesterone acetate (depo provera) from (B)(6) 2017, megestrol acetate (megace) since (B)(6) 2015 and meloxicam from (B)(6) 2016 to (B)(6) 2017. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and anaemia ("anemia,"). The patient was treated with iron, naproxen (motrin), nsaids, paracetamol (acetaminophen) and surgery (hyst. (Full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, anaemia, vaginal haemorrhage and menorrhagia had resolved and the depression, migraine, dysmenorrhoea, fatigue and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: as per summons date of insertion: (B)(6) 2016 (discrepancy noted) she received treatment for anemia, gen. Abnorm. Bleed., psych injury, insertion details- right:2 coils, left: 4coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: essure device was successfully occluded. Total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: vaginal bleeding, dysmenorrhea, anemia, fatigue. Batch no : e66863, production date: 2015-10-29, and expiration date: 2018-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.